Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had an multiple pump error. Customer¿s blood glucose was unknown. Customer also state that insulin pump had blank display. Troubleshooting was performed for pump error and the customer stated that they are unable to clear alarm. The insulin pump will be return for the analysis.

Manufacturer narrative:
Insulin pump was received with a broken force sensor was detected during seating or regular delivery and critical pump error alarm during testing due to moisture damage on electronic assembly. Unable to perform the functional testing's including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error alarm. No frozen display or blank display noted during testing.